Manufacturer narrative:
Corrected data: section b2: checked life-threatening. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The managing hospital would not communicate any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had deterioration of renal function. Rotation speed adjustment improved the situation. Cardiac catheterization was performed.